Event description:
A battery/no power issue was reported with the adc device. The customer was unable to test due to the device not powering on with a button press or test strip insertion and wouldn't charge. The customer experienced a loss of consciousness and fell from a ladder due to "some metal spikes". The customer was unable to self-treat and was taken to the hospital where they received insulin (dose/type unspecified) and IV antibiotics from a healthcare provider for treatment. The customer further reported undergoing general anesthetic and had an operation due to injuries sustained in the fall. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. The customer was unable to test due to the device not powering on with a button press or test strip insertion and wouldn't charge. The customer experienced a loss of consciousness and fell from a ladder due to "some metal spikes". The customer was unable to self-treat and was taken to the hospital where they received insulin (dose/type unspecified) and IV antibiotics from a healthcare provider for treatment. The customer further reported undergoing general anesthetic and had an operation due to injuries sustained in the fall. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.